Manufacturer narrative:
Manufacturer's ref (B)(4) manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is an initial report.

Event description:
Estimated date of incident on (B)(6) 2024 it was reported that left shell is broken near the canal part. No harm to the user has been reported. Further follow up is requested.

Manufacturer narrative:
Manufacturer's ref# sf (B)(4). Manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is an initial report. (B)(6) 2024. Manufacturer's imvestigtion: technical investigation concluded: device history record review has been completed. No deviation or changes were found during manufacturing of the device. The clinical investigation concluded: it was reported that left in-the-canal custom made hearing aid shell is broken near the canal part. It has been confirmed that the client is not injured. No further information received. Clinical evaluation according to clinical evaluation plan: despite testing against requirements for construction, there is still risk that a hearing aid may be damaged and potentially broken due to unexpected external mechanical force beyond typical use. Should a hearing aid break due to mechanical force, there is a possibility that the damage results in the creation of exposed sharp edges. These sharp edges could potentially cause harm in the ear canal, likely only superficial in nature. If the hearing aid is accidentally dropped to the floor and then cracked or shattered into pieces, it is evaluated as very unlikely that the users may get harmed due to sharp corners and edges as the damage itself is obvious to the users. It is evaluated as highly unlikely that the hearing aid would break in the ear unless force from an external source is present when considering the shell thickness of the hearing aid. Further, the user guide includes a caution not to use a broken hearing aid. Risk assessment conclusion: risks related to such mechanical damage are generally known, considered in the risk analysis, mitigated, communicated to the user and as such deemed to be of an acceptable nature. Manufacturer's investigation is final. This is a final report.

Event description:
Estimated date of incident (B)(6) 2024. It was reported that left shell is broken near the canal part. No harm to the user has been reported. Further follow up is requested. (B)(6) 2024. It has been confirmed that the client was not injured. No further information received.